Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. At the time of the initial report, this product was not approved in the u.s. Evaluation summary (B)(4) the full lead was returned and analysis found the distal conductor connector pin bent, blood in/on helix/lobe mechanism and damage at implant.

Event description:
It was reported that during the implant procedure it was not possible to extend the helix mechanism. The lead was attempted, but not implanted and a new lead was used. No patient complications have been reported as a result of this event.